Event description:
Product was returned for investigation. A visual inspection was performed of the returned brush head, and it was observed that it was not a philips product. No device problem or malfunction was found from a philips product. This case is now determined to be not reportable.

Manufacturer narrative:
No device problem or malfunction was found from a philips product. This case is now determined to be not reportable. Reportability for 3026630-2023-00048 submitted on (B)(6)2023 can be removed.

Event description:
A consumer reported that a philips sonicare brush head broke into pieces during use. A minor injury was reported. No medical intervention was reported. A potential choking hazard was identified.

Manufacturer narrative:
B3: the event date is approximate. Device evaluation is anticipated, but not yet begun.